Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance and that the ring electrode had fractured. A procedure to revise the lead commenced but the lead perforated the heart. Instead of removing the lead, the pace/sense (p/s) portion of the rv lead was plugged into the left ventricular (lv) port of the cardiac resynchronization therapy defibrillator (crt-d) and the lv lead was plugged into the rv p/s port. Since the fractured rv lead with high impedance was plugged into the lv port, the lv impedance alert was triggering and had to be turned off. The patient was programmed to pace only in the right ventricle which was in turn from the lv lead plugged into the rv port. At a subsequent follow-up, t-wave oversensing (twos) and a high threshold measurement were observed on the lv lead as it was plugged into the rv port of the crt-d. After investigating polarity, sensing on both the rv and lv did not mimic their previous polarity and the patient was experiencing shortness of breath and fluid retention. Reprogramming was performed and resolved the twos and the patient¿s symptoms were reported to be improving. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.